Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements of over 3000 ohms. Technical services (ts) analyzed device episode data and found that the impedances had been alternating between 3000 and 400 ohms. Ts also found stored ventricular episodes that were caused by oversensing of noise on the rv lead channel. In one episode there was an inappropriate shock. Both episodes had inappropriate anti-tachycardia pacing (atp) delivered. Ts recommended turning off tachycardia therapy until replacement of rv lead. The noise was recreated through isometric test. A lead revision has been scheduled. No additional adverse patient effects were reported. Currently, this ICD system remains in service.

Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements of over 3000 ohms. Technical services (ts) analyzed device episode data and found that the impedances had been alternating between 3000 and 400 ohms. Ts also found stored ventricular episodes that were caused by oversensing of noise on the rv lead channel. In one episode there was an inappropriate shock. Both episodes had inappropriate anti-tachycardia pacing (atp) delivered. Ts recommended turning off tachycardia therapy until replacement of rv lead. The noise was recreated through isometric test. A lead revision has been scheduled. No additional adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, during revision procedure because of intermittent high pacing impedance measurements and inappropriate therapy, this lead could not be removed by laser lead extraction so the physician elected to surgically abandon it. A new rv lead was successfully placed. No additional adverse patient effects were reported.